Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by incomplete device immobilization was determined to be the root cause of device failure. Further damage to te lead wire of the conductive link as might be caused by an external mechanical impact was found. No such impact is reported. The problems described in the recipient report seem to match the damages found. This is a final report.

Event description:
The recipient complained of a sudden loss of benefit when using the device. The recipient has been re-implanted with the floating mass transducer (fmt) of the new device on the stapes with the bell coupler.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complained of a sudden loss of benefit when using the device. Re-implantation is planned for (B)(6) 2021.